Manufacturer narrative:
Zimmerbiomet complaint number (B)(4)the reported device was returned for investigation. Visual evaluation of the returned product identified the implant collar to be fractured. Bone debris on the implant threads and vent. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. The patient was noted to have moderate bone density (type ii). The reported device was located on tooth # 19 and was used for approximately 3 years and 20 days. The customer did not provide any pictures or x-rays. A device history record review was performed and no related deviations or nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Complainant reported that the implant was removed due to fracture at the periphery of the platform. The reported complaint was confirmed. A definitive root cause for this complaint could not be determined. The following sections have been updated: d4: expiration date, UDI h3: device evaluated by manufacturer: change ¿no' to 'yes' h4: device manufacture date h6: evaluation codes

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Weight: unknown / not provided. Last name: unknown / not provided. Additional PMA/510(k) number: k101880.

Event description:
It was reported that the implant was removed due to fracture at the periphery of the platform.